Event description:
Upon attaching syringe to venous drip chamber, the venous piggyback line disconnected from the chamber". The clinic was contacted for additional info. In 2005 additional info was verbally obtained. When the nurse went to administer medication she attached the syringe to the med port when the whole medication line and port separated from the bloodline. The nurse immediately stopped the blood pump. A new venous line was set up, the treatment resumed and the medication was able to be given as ordered. The pt did have an approx blood loss of 100ml. There were no signs or symptoms reported by the pt from this event. The bloodline was thrown out. No further medical intervention required from this event. The pt continues dialysis as ordered as an outpt.